Manufacturer narrative:
Additional information: the lens and the lens vial were returned. The lens was dried in the vial and the vial was missing the peel pouch, dfu and the patient ID. Visual inspection found dried solutions and white crystal like powder in the threads of the cap. The microscopic examination found the septum cracked creating a pathway for moisture to leak out. The cause of the damaged septum cannot be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no saline solution in the lens vial and there was no patient contact.